Manufacturer narrative:
This report is for four (4) unknown locking screws. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for four (4) unknown locking screws. PMA/510(k) number is not available. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a surgery for incision and drainage of wound on medial distal tibia sling with tibial nail removal. The diagnosis was an infected non union of the tibia. The hardware consisted of one tibial nail and four (4) 5.0 mm locking screws. All tibia hardware were removed successfully. None of the hardware were broken. The retained reamer piece that broke off during prior surgery was also removed completely. Patient was placed in spanning external fixation and will undergo revision open reduction internal fixation (orif) at a later date. There was no surgical delay. This report is for four (4) unknown locking screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.